Manufacturer narrative:
Block a: no patient information provided to date after calls to end user 04/29/26 and 05/06/26. Ge healthcare (gehc) reported a field modification for unexpected shutdown when ac mains power is disconnected or ac mains power is lost per 21 cfr 806 on 26-nov-2025. The FDA recall number is z-0913-2026, z-0914-2026, and z-0915-2026. Customers were sent a letter explaining the issue and instructions for continuing ventilation. Gehc will replace all affected units. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
This unit was identified as having an issue with unexpected shutdown when ac mains power is disconnected or ac mains power is lost and may be impacted by a correction and removal initiated by ge healthcare (gehc) on 26-nov-2025 (recall no. Z-0913-2026, z-0914-2026, and z-0915-2026). There was no patient injury.